Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient developed an infection. The system was explanted. Patients condition was fine following the procedure.